Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.5/1.5/147 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6) 2022. Lens rotation was observed and the lens was exchanged for a spherical lens.

Manufacturer narrative:
Weight, ethnicity, race:unk. Work order search found no similar complaints within associated lots. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- "the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -9.5/1.5/147 (sphere/cylinder/axis) into the patient's eye on (B)(6) 2022. The patient experienced lens rotation. Reportedly " lens rotation (twice)". On (B)(6) 2022 the lens was explanted. The lens was replaced with a spherical lens. Claim# (B)(4).